Event description:
Spacelabs healthcare was notified that their xhibit telemetry receiver (xtr) was not escalating alarms as expected. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) was dispatched to evaluate the xhibit telemetry receiver (xtr) and found that the reported issue was due to a software bug which spacelabs has launched a field corrective action (fca) for. The fse confirmed with the customer that they received the notice of the fca and adjusted their configuration to prevent the reported issue, but the settings had been changed. A spacelabs product support specialist (pss) retrieved the logs from the customer's system to evaluate the cause of the changed setting, and was able to confirm that the settings had been changed by the user on (B)(6) 2022. The fse and biomed corrected the device settings to prevent reoccurrence of the reported issue and the device was cleared for use.